Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s repot with a 240.4150.0 channel error during infusion was confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Log analysis shows on (B)(6) 2017 at 2:34 am, the user started an infusion of an unknown drug at the rate of 100 ml/hr. 29 seconds later, a channel error occurred. The user detached and then reattached the pump module, and 2 ¿check IV set¿ alarms occurred immediately. The user started another infusion at the rate of 100 ml/hr. Another channel error occurred 23 seconds after the start of infusion. At this point, the pump module was detached. The pump module error log identified the channel malfunctions as fatal-severity ¿sensor broken high failure¿: bottle-side pressure sensor (error code: 240.4150.0). The error log revealed that this error occurred a total of 15 times, including twice during this event, dating back to (B)(6) 2016. During lab testing, the 240.4150.0 channel error was replicated while infusing at the event rate of 100 ml/hr. The 240.4150.0 channel error occurs when either of the pressure sensor voltages is out of range. Through the use of alaris system maintenance v 10.33.0, it was found the bottle-side pressure sensor was railed (stuck at high voltage). Installing a known-good bottle-side pressure sensor rectified all associated problems. The proximate cause of the customer¿s report with a 240.4150.0 channel error during infusion was determined to be the result of a faulty bottle-side pressure sensor. The root cause of the faulty pressure sensor is believed to be a broken wire bond on the pressure sensor component. A contributing factor has been shown to be excessive force applied to the sensor.

Event description:
The customer reported that an unspecified infusion was programmed at 100 ml/h with a vtbi of 500 when there was a channel error code of 240.4150.000. There is no report of patient harm.